Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they changed the site this morning and had high blood glucose. Patient's blood glucose at the time of incident was 198mg/dl. Patient's current blood glucose was 400mg/dl. Customer mentioned was out of it and foggy. The customer treated high blood glucose by bolus on the pump. The customer declined to troubleshoot for the high blood glucose and was advised to monitor blood glucose and treat per his doctor¿s recommendations. The customer¿s previous blood glucose level was 298mg/dl, 378mg/dl and after dinner it was 400mg/dl. Now he was having sensor glucose versus blood glucose difference of about 150 points. The customer declined to troubleshoot for the same. The insulin pump will not be returned for analysis.